Manufacturer narrative:
Patient information was unavailable from the site. Device UDI not provided as this product is no longer manufactured. No parts have been received by the manufacturer for evaluation. Not returned for analysis.

Event description:
A site representative reported that, while in a procedure, an imprecision occurred with the navigation system instruments. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.